Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump was receiving a no delivery alarm. Through troubleshooting it was reported that the infusion set was the possible cause. Customer's blood glucose level at the time 137mg/dl. Advised infusion set would be replaced. No additional information is provided.